Event description:
The rotablator burr was introduced into the patient's circumflex coronary artery. The system rpm's were set to desired level. Md felt resistance. Physician utilized the dynaglide to help move the burr into desired area of the coronary artery. Md started the rotablator system the pitch & tone of the device was abnormal. Md attempted to remove the burr. Md consulted with the manufacturer rep at bedside. Md used alternative methods to retrieve the burr successfully under fluoroscopy without complications. FDA safety report ID (B)(4).